Event description:
When the neurosurgeon opened the deivce and tried to use the drill bit, the allen wrench stripped the drill stop thread which prevented the drill bit from being used. No pt injury or surgical delay occurred.

Manufacturer narrative:
To date, the device has not been returned for evaluation. An investigation has been initiated based on the reported information.